Event description:
It is reported that customer experienced high blood glucose of 522 mg/dl, which was treated with manual injection and infusion set change. Customer states the next day he experienced blood glucose of 144 mg/dl and 306 mg/dl. Troubleshooting was performed on insulin pump and it was found that insulin pump was functioning as designed. Customer was advised to try a different infusion set which was shipped to customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).